Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. A root cause could not be determined through this evaluation as no product or data logs were provided. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported flow saturations, thrombus at the tip of the placement sheath, and suction with this pump during support. The decision was made to replace the pump.